Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with vancomycin (intraperitoneal (ip), dose, frequency and duration not reported) and fortaz (ip, dose, frequency and duration not reported. At the time of this report, the patient was recovering from the event and antibiotic therapy was ongoing. Dianeal and extraneal therapy were ongoing. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient experienced a breach in aseptic technique and acquired peritonitis. The breach was further described as the patient did not wash their hands. The peritonitis was manifested by abdominal pain and cloudy effluent. In the same month as the onset, the patient was treated with cipro and fortaz (dose, route and frequency not reported). The patient did not recover from the event of peritonitis and was presented to the emergency room on approximately a month later with symptoms of abdominal pain. The patient was not hospitalized. It was reported that cipro was discontinued and the patient was started on vancomycin and fortaz (for three weeks, dose and route not reported). Treatment was ongoing. The patient was recovering and had been retrained on aseptic technique. The patient¿s pd catheter was reported to be scheduled for removal. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.